Manufacturer narrative:
(B)(4). S/w version: n/a. Retainer ring: black. Customer reports: pump broke at the back next to the battery. Rfr: damage (physical or cosmetic). The following cosmetic damage was noted during visual inspection: minor scratched display window, case and keypad overlay. Cracked case on the back at the battery tube area and battery tube threads. The p-cap / reservoir locked properly. No damage on the retainer during visual inspection. Proceed it with the following testing to assure proper functionality of the unit. After battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download using (thump software), medtronic logo persisted. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Reset the pump three times to determine flashing medtronic logo is permanent. Per visual inspection it was determine that the ingress of water corroding pcba 1 at around j7 connector, battery tube and battery tube power board causing electrical short. Force sensor zero offset within spec (21.4mv). In conclusion unit received with unexpected flashing medtronic logo due to corroded electronics, battery tube and battery tube power board assembly.

Event description:
Information received by medtronic indicated that the insulin pump was broken at the back next to insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.